Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the aortic dissection, the post discharge rupture of the dissection and subsequent patient death cannot be confirmed. In addition to the procedure itself, patient factors (radiation and chemo therapy) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4) and the implant patient registry, the patient expired unexpectedly at home on postoperative day (pod) 2. A 29mm sapien xt valve was deployed in the aortic position via the transfemoral approach. The patient was discharged to home on pod1. While at home, the patient passed away unexpectedly on pod2. During an autopsy, a 5cm dissection was found in the aortic arch. An area where the dissection was ¿through and through¿ was noted. It appeared the dissection ruptured while the patient was asleep. It was reported that the patient had previously been treated with radiation and chemo therapy which may have compromised the tissue. The exact cause of the dissection and rupture could not be confirmed. No conclusive evidence was reported on the cause of the event.